Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 7 mm x 60mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion and it crossed successfully. The balloon ruptured at 4 atmospheres upon inflation. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Visual inspection was performed and the reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy or associated devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.